Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A pericardial effusion was noted and the procedure was cancelled. It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulmonary vein isolation (pvi) procedure. During the procedure, the patient was prepared, transesophageal echocardiogram (tee) used, groin was accessed, and transseptal access was achieved using standard workflow and no issues. However, an effusion was noted once the ice catheter was placed into the left atrium (la) during pre-mapping with the non-boston scientific bsw octaray catheter. Fluid drainage began immediately after the effusion was observed. An open-heart surgery was performed. The patient was transferred to the intensive care unit (ICU). Patient was stable and has been successfully discharged. Product is not expected to return for analysis (disposed). The physician does not believe the versacross devices malfunctioned, nor contributed to the adverse event. Act's were being taken, but unreported as effusion was noted before ablation therapy.